Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door not fully latched", which was reproduced. Evaluation observed a load set and door not fully latched alarm. The event history log review also revealed multiple "door jammed!" Events. Evaluation found the cause to be a failed upper link switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced "door not fully latched". It was also reported there was no patient injury.